Manufacturer narrative:
The scope was returned to the service center for evaluation. The scope¿s biopsy port was found loose and leaking. The plastic cover was found dented with minor scratches. The bending section rubber glue was found peeling. Minor scratches were noted on the light guide lens. A cut was observed on the scope¿s charge-coupled device (ccd). The insertion tube was dented. The exact cause of the loose biopsy port cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed the biopsy port of the scope was loose and liquid was coming out. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: according to investigation result, biopsy port does not get loose basically unless a component part falls off. However, the user reported that biopsy port of the subject device was loose. Though we cannot specify the cause of the event, we presume from investigation result 1-6 that the following caused the event. Someone intentionally disassembled the biopsy port, and then reassembled. The reassembly was insufficient, such as parts falling or the like. Someone intentionally disassembled the biopsy port, and component parts were broken. And then the person reassembled the broken parts. Unexpected stress was applied to the rubber ring/ the key/ biopsy port while handling the device. Physical stress was applied to the grip, which caused deforming of the grip. It generated gap between the grip and the biopsy port. The suggested event was seemingly preventable for IFU (operation manual) states as follows: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. The legal manufacturer confirmed the subject scope was shipped in accordance with specifications via DHR. This scope does not have any previous repair history. The scope purchase date was on (B)(6) 2019.